Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that while in a spinal fusion procedure the surgeon alleged the connection between the navigated driver and screw was loose. The surgeon opted to continue using the navigated driver and completed the procedure with the use of the navigation system. The site representative reported there was no delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.(B)(4)